Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The issue could not be replicated. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that during the case, a 3d spin was taken while there was a green status between the imaging device and the navigation device, but the exam did not transfer over. The site was also unable to manually transfer the exam either. The site rebooted the navigation system and tried to manually push the transfer after the reboot and the issue was not resolved. The site used a different navigation system and took another spin. There were no issues with the spin and the site was able to proceed with the case. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Software engineer review of logs indicate that the received exam was missing private tag data in the dicom. Issue tracked under testtrak item 42084. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that during the case, a 3d spin was taken while there was a green status between the imaging device and the navigation device, but the exam did not transfer over. The site was also unable to manually transfer the exam either. The site rebooted the navigation system and tried to manually push the transfer after the reboot and the issue was not resolved. The site used a different navigation system and took another spin. There were no issues with the spin and the site was able to proceed with the case. The surgery was completed with navigation and there was no impact on patient outcome.